Event description:
It was reported that, while using the device, the patient did not achieved cooling targets quickly enough. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A stryker advance quality engineer reached out to the sales account manager, who provided that this issue was more of an educational need than a device problem as the account was still trailing the altrix. A stryker senior clinical nurse consultant, who was assisting this account, provided education to the account based on the data that was pulled from the unit. She stated that the machine did exactly what it was supposed to do based on the settings. She further provided that the patient had flow issues and unrecognized shivering that contributed to their difficulty cooling. She also provided education on how to determine flow and strategies to identify shivering. Based on this information, it determined the alleged issue of the device not cooling the patient not due to any component level defect. This was likely due to user error. The issue was resolved for the customer by a stryker clinical consultant providing education to the customer.

Event description:
It was reported that the, while using the device, the patient did not achieved cooling targets quickly enough. There was patient involvement, but at this time, no serious injuries or clinically relevant delay in treatment was reported.